Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported grinding sound could not be conclusively determined, and a direct correlation with the centrimag blood pump could not be conclusively established through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The us centrimag blood pump instructions for use (IFU) (rev. C) is currently available and provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #8: ensure the pump is properly locked into the motor per the instructions for use supplied with the motor. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The section titled ¿pump setup and operation¿ provides instructions for how to mount the blood pump on the motor. The following instructions are provided: to mount the pump on the motor, remove the pump from the inner tray and insert the pump into the motor receptacle. Place the bottom of the pump into the motor receptacle with the outlet port positioned in the large groove. Match the grooves on the periphery of the pump with the fittings on the motor receptacle. Rotate the pump counterclockwise until the pump locks securely into place. Thread the retaining screw clockwise to secure in place. The pump must be fully seated into the receptacle to function properly. The section titled ¿pump setup and operation¿ also provides instructions for removing air from the system and priming/debubbling the pump. This section includes instructions for proper operation of the pump. The section warns ¿massive air entry into the pump will cause the pump to deprime and blood flow to stop. Clamp the outlet tubing, stop the pump, and remove air prior to resuming circulation.¿ this section also warns ¿do not operate the pump with the inlet tubing or cannula clamped as a negative pressure will be generated in the pump and bubbles may be form in the pump.¿ the section titled ¿emergency backup equipment¿ states that a backup sterile pump and supplies to prime must be available. The current revisions of the instructions for use (IFU) can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went into right ventricular failure requiring a right ventricular assist device (rvad). The patient was cannulated for centrimag, although when the perfusionist put the pump in the motor, a grinding sound occurred. The motor was swapped for the backup motor, and it worked properly with no negative impact to the patient.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.